Manufacturer narrative:
All available information was investigated and the reported clip jumpiness and resistance of the arm positioner could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumpiness and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation the mitraclip seemed to jump in the open and closed direction. There was unusual resistance met when turning the arm positioner to open and close the clip. This was noted when the clip was being opened after the establish final arm angle test prior to use in the patient. Due to this device issue, this clip was not used in the patient. There was no additional information provided.